Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost communication with her ipg two days before the stimulation stopped. The sjm rep attempted to charge the ipg with a new charger and to communicate with a different programmer. Neither of these would locate the ipg. It was reported surgical intervention is possible as the next course of action.